Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion.

Event description:
It was reported that there were several stored episodes for noise on the ventricular channel. Fluoroscopy revealed externalized conductors. The lead was explanted.